Manufacturer narrative:
The device was sent to the stryker depot for evaluation. The technician verified and duplicated the issue. The system and energy printed circuit boards (pcb) were faulty, and the internal dc power cable was disconnected from the energy delivery board. All 3 were replaced to resolve the issue. After other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service the cause of the reported issue was a faulty system and energy pcb and disconnected dc power cable.

Event description:
The customer contacted stryker to report that their device will not power on. There was no patient involvement reported with the event.